Event description:
The customer contact reported no suction. Prior to pt use, during the testing of the suction set-up, the healthcare, professional noted no suction. Though requested, no additional information was provided.

Manufacturer narrative:
The devices were discarded. Representative samples from three of the four possible lots are expected to be returned for investigation. The possible lots are 44705yt, 47002yt, 47006yt and 38119yt. They have not yet been received.